Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity and inflammation on the both eyes (ou) at a 7 week post-operative exam. A brief description from the surgery center indicated that the patient had light sensitivity and mild inflammation on both eyes. The patient's chief complaint was that the transient light sensitivity was resulting in having to wear sunglasses even indoors. Topical steroids dosage was increased to treat the symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/20 -7.00 x -.50 x 55. Left eye pre-op 20/20 -6.50 x -.25 x 105.